Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported exposing her nostril to the extraction reagent of the binaxnow covid-19 antigen self test. The consumer stated that she was asymptomatic. The customer confirmed there was no patient harm due to the exposure.

Manufacturer narrative:
Investigation conclusion: the reported health status is anticipated in nature and severity for binaxnow covid-19 ag card.